Event description:
It was reported that on or about (B)(6) 2010 the plaintiff was implanted with a monarc sling system. It was alleged by the plaintiff's attorney that as a result of the implanted mesh the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life and inability to engage in chosen and necessary activities."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.